Manufacturer narrative:
(B)(4). Reported infection was confirmed by the hospital, however we have not received patient notes from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Study patient had wound leakage with suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4).

Event description:
Wound leakage and suspicion of infection. Arthrotomy of the hip performed.

Manufacturer narrative:
(B)(4). Concomitant medical products - stanmore cocr fmrl sz2 std , item 164242, lot 3798961, therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01217.

Event description:
Study patient had wound leakage with suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had wound leakage with suspicion for infection. An arthrotomy of the hip was performed.